Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 44 mg/dl. The customer also reported having a recent blood glucose level of 511 mg/dl, which was treated with bolus. Blood glucose level at the time of the call was 182 mg/dl. The customer was shipped a tubing clamp to complete troubleshooting. The insulin pump was not replaced or returned for analysis.